Event description:
A technician reported the surgeon had started the capsulotomy with the laser but the engineer noted, by looking at the oct (optical coherence tomography), that it was too anterior and told the surgeon to bypass the remainder of the capsulotomy. The capsulotomy was completed manually. During the phacoemulsification portion of the surgery, the surgeon noticed a radial tear in the capsule that, in her opinion, was caused by the partial capsulotomy that was being created too anterior during the laser treatment. There was no vitrectomy performed and the planned lens was implanted in the right eye. Additional information was received from the technician, who indicated the patient remained dilated at his exam on (B)(6) 2013. He was put on pilocarpine eye drops and was scheduled for a follow up in 2 weeks.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).